Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (B)(6)2025. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. It was reported that while working out, the pod adhesive completely separated from the patient¿s hip/buttocks, causing the cannula to dislodge. Symptoms reported include hyperglycemia, ambulation difficulties, urinary frequency and vomiting. The patient also reported their a1c level ¿was at 22¿, unsuccessful attempts were made to receive more information regarding the a1c level. According to the patient, treatment provided was insulin and fluids to keep their blood glucose and a1c levels under control. The patient was discharged on (B)(6) 2025, after 5 days in the hospital.